Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain. The patient reported that their device needed to be replaced because it was getting weak and indicated they have to crank stimulation all the way up to get decent work done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.